Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-01402, 0002023141-2023-01403 and 0002023141-2023-01404. Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided g4: additional PMA/510(k) number ¿ k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implants at tooth sites #6, #8, #9 and #11 were removed due to fracture. The patient got into a car accident and is having a lot of pain and requested all implants to be removed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111, 4114 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. Zimvie did not receive the reported implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1236648. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 1236648 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were material selection of implant inadequate (unable to withstand occlusal forces or long term loading), clinician selects implant that is unable to resist long-term occlusal loading, missing or confusing instructions for use. Therefore, based on the available information, device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.